Event description:
Placement of a diametrics medical limited 3.7fr umbilical artery catheter (uac) into an infant, resulted in umbilical artery perforation. This incident was recognized immediately during the insertion procedure and the catheter was removed. No significant complications resulted from the perforation, which included: no sepsis, no significant blood loss, no peritonitis, and no cardiopulmonary events. The child survived and was discharged from both the nicu and the hospital without the need for medical or surgical treatment of this iatrogenic complication.